Manufacturer narrative:
Device passed rewind and self tests; it failed displacement and prime/fill tests. Device failed to prime properly. After further review of the unit's interior, there was corrosion around the battery connectors and on the back of the lcd display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an open book image. Insulin pump had error before open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.